Event description:
The patient's left iliac artery thrombosed during the graft implant procedure. A thrombectomy was performed and the graft was implanted without further incident. 2 days later a laparotomy confirmed an embolism of the small bowe. The patient expired the next day.